Event description:
The tubing attached to the pump disconnected under high pressure causing spray in the lab. No harm or injury reported.

Manufacturer narrative:
Device eval - the device has not been returned for eval/investigation. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the eval is completed. Eval - method: device history record was reviewed. Conclusions: a f/u report will be submitted when the eval is complete.